Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the error messages (sf191 and sf218) by review of the device data logs. The error messages were not reproducible during device evaluation. The device software was upgraded to address this issue. The device was serviced and fully tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a error messages (sf191 and sf218) related to a communication error and software issue respectively. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported system fault 191 and 218. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause of the system fault 191 was an isolated component failure within the device pneumatic block. The root cause of the system fault 218 was a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a error messages (sf191 and sf218) related to a communication error and software issue respectively. There was no patient harm or serious injury reported as a result of this incident.